Event description:
It was reported that right ventricular (rv) lead delivered inappropriate therapy due to oversensing. Oversensing was duplicated with arm movements and sensing integrity counters (sic) were noted. In addition, the lead had intermittent non-capture. A fracture was suspected. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5086mri45 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.